Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample is available for investigation. Without the actual sample , a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record and there were no defect encountered during in-process and final control inspection. The process cards also show no abnormalities.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): after removing the catheter, the nurse is pricked therewith, the needle being outside the security device.